Event description:
It was reported there was a thermocouple error.

Manufacturer narrative:
(B)(4). This report is being filed under exemption number (B)(4) which covers a two year time period from 06/01/2006 to 05/30/2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) product complaint reports. This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 2 unreported malfunction events for model 8909, 2 unreported malfunction events for model 8929, 3 unreported malfunction events for model 8930, 325 unreported malfunction events for model 1900tu, 3 unreported malfunction events for model number 6198ptu; (all product code mhy). This total includes the event described in this report.